Event description:
The reporter stated that the surgeon inserted cc4204bf plate collamer lens. The surgeon changed his mind and removed the lens without enlarging the incision during the same procedure. No patient injury. The reporter stated that the lens tore when it was removed from the eye.